Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received. The device was investigated by a getinge service technician with the operation# 0030: displays head error on power-up. Found open fuse on power supply board(pcb). The technician replaced the power supply board pcb(spare part# 701011675). Calibration check, full functional test and safety check as per the service manual. All test passed.

Event description:
Internal reference: (B)(4). The device showed a "head error". No patient involvement was reported.